Event description:
The device was used during a thoracoscopic "vats" procedure. Reportedly, a component disengaged into the patient's cavity. The surgeon performed a laparotomy and additional tissue was resected. The component was retrieved and the surgeon applied another device to complete the procedure. The hospital has reported the patient's conditon is satisfactory.